Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.75x38 rx xience prime stent delivery system (sds) was advanced via femoral access to a moderately calcified, 99% stenosed lesion in the moderately tortuous mid left anterior descending coronary artery with resistance felt and force applied against the vessel. When deploying the stent at 18 atmospheres without issue, a distal edge dissection occurred. The sds was withdrawn and the dissection was treated successfully via placement of a 2.75x18 xience v stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.